Event description:
Pump was returned with a vague report that the device had free-flowed. It is not known if this event occurred during testing in biomed or during pt use. Despite baxter's efforts to obtain information regarding the date this incident occurred, specific pt information, pump programming and set-up information, medication involved, pt injury or medical intervention, no additional details have been obtained to date. Writer also requested an alternate contact but no alternate contact has been identified.